Event description:
It was reported that oversensing and low impedance were observed. Insulation defect suspected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received only 17 cm of the proximal portion with the connectors was returned. Analysis found an open circuit and fractured svc conductors at the svc connector leg close to the distal end of the strain relief coil. The cause of fracture was likely due to exposure to a bending force and fatigue.